Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Lead models include 4193 and 4195. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿late left ventricular lead displacement and treatment with a new endovenous active fixation lead.¿ europace. 2007. Pages 1182-1183. Doi:10.1093/europace/eum172.

Event description:
A journal article was reviewed that contained information regarding this patient¿s leads. The article reported that the left ventricular (lv) lead needed revision due to diaphragmatic pacing. Two years later, the patient was having a ¿coughing fit¿ and the patient again experienced diaphragmatic ¿twitching.¿ a chest x-ray showed lead displacement. The pacing system was turned off, but the patient had worsening symptoms. Subsequently, a new lead was implanted. The patient¿s symptoms improved and no further lead displacements took place. The location/status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.